Event description:
There was rust on the tip of the synovator and it was jammed and would not work. It did not enter the patient. Manufacturer response (as per reporter) for 4.5mm orbit synovator, orbit synovator:rep called and notified. Awaiting packaging to return to manufacturer.